Event description:
Set pumping chamber ballooned and caused pump to go into pt. Side occlusion alarm condition with resultant device shut down. Pt expired. Rn stated not sure if pt's real time condition (respiratory distress) or the delay in medication caused by the infusion pump device shut down with visual and audible alarms contributed to the pt's demise.